Manufacturer narrative:
The samples types are li heparin and are analyzed as fresh samples. (B)(4). Qc was ran prior to and after this event and was within laboratory established ranges. Qc is currently performing within laboratory specifications with respect to controls (accuracy) and reproducibility (precision). A bec field service engineer (fse) was dispatched for this event and noted that the modular chemistry (mc) sample syringe motion was not smooth. The fse cleaned that teflon lead screw (the lead screw and syringe were in good condition). The fse replaced the lead screw bearings and roller bracket. After the repairs were implemented, the syringe motion was smooth and consistent through prime and aspiration/dispense cycles. Failure mode was the mc sample syringe assembly.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining false low sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2), calcium (calc), and/or modular glucose (glum) patient results on three (3) patient samples generated on the unicel dxc 600 pro synchron chemistry analyzer. One of the na results yielded a suppressed result (no results generated). The false results were not reported out of the laboratory. When the issue was discovered, the samples were repeated on an alternate instrument in the laboratory and those results were reported. There were no changes in patient treatment in connection to this event.